Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿the device didn't release the second implant.¿ there was a relationship between the reported event and the device. T1, t2 and suture were not returned. The depth limiter was attached. The delivery needle was disfigured. It was bent downward and toward the right. The device still cycled and actuated despite the needle condition. Per instructions for use: ¿do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle.¿ note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found no other report for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscal suture and lca procedure, the device didn't release the second implant. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.